Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked top case and bottom case. The tamper seal was broken. There was no evidence to review in the device's event history log due to blank screen. The device was powered on and a functional test was performed and the reported issue was duplicated. The blank screen and constant alarm were found at power up. The cause of the reported issue was due to incomplete upload process by the customer. As a result, the base to head was uploaded and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump alarmed and exhibited a blank screen. It is unknown if there was patient involvement, no adverse patient effects were reported.